Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
The patient's concomitant medical and therapy dates are unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and programmer. The patient's programmer also reflects a communication error. The patient is without stimulation. Subsequently, the patient may undergo surgical intervention as the next course of action.